Event description:
It was reported that the home patient (hp) found solution underneath the homechoice (hc) machine after a session of peritoneal dialysis (pd) therapy. There was no alarm during therapy. It is unknown if the hp was connected when the leak was observed. The hp stated that they did not notice any leaks from the bags or cassette while removing them. Upon examination, the hc door and membrane seemed dry and not sticky. The tsr then had the hp load a new cassette and no issues or alarms were encountered during the device self-testing. Nothing was found during troubleshooting that would have caused or contributed to the leak. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).a leak indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.